Event description:
Philips received a complaint by the customer on the v60 indicating that during preventive maintenance, it was observed that there was misalignment with the touchscreen. The touchscreen will need to be replaced. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. The device was not being used for treatment when the reported event occurred.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Regarding the touchscreen accusation of 'misalignment in the touch position was confirmed.' The pil technician was unable to confirm the complaint of 'misalignment in the touch position.' The touchscreen flex circuit successfully passed all resistance tests. No problem found. H11: d4: product UDI #.